Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently this pacemaker was explanted, and another device was implanted to complete the procedure. This pacemaker is expected to be returned but has not yet been received. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.